Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 while removing the connecting screw during an intra medullary of the femur using a trochanteric fixation nail advanced (tfna), the flexible screwdriver broke at the first joint on the flexible shaft. No fragments generated. There was no surgical delay. The procedure successfully completed. The patient outcome is unknown. Concomitant device: unk - screw: (part# unknown; lot# unknown; quantity: 1). This report is for one (1) 5mm hex flexible screwdriver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary: investigation flow: damage visual inspection: the 5mm hex flexible screwdriver (part #: 03.037.028, lot #: 9623825) was received at us cq. Upon visual inspection, it was observed that the screwdriver shaft was cracked at the proximal end of the shaft section. The shaft was not completely broken into two pieces. Further, from the attachment: "flex screwdriver msm.jpg¿ and "flex screwdriver 2 msm.jpg", we can observe the shaft was cracked. No other issues were identified with the returned device. Device failure/defect was identified. Dimensional inspection: the specified diameter of the shaft was inspected. Document/specification review: based on the date of manufacture the related drawings, reflecting the manufactured and current revision were reviewed. The complaint was confirmed. Investigation conclusion: the complaint condition was confirmed as the shaft of the device was cracked. There was no indication that a design or manufacturing issue has caused the breakage and hence the root cause cannot be determined. However, it is possible the device experienced an application of unintended forces, causing the reported condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot part: 03.037.028 lot: 9623825 manufacturing site: hägendorf release to warehouse date: jul 09, 2015 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.